Event description:
The surgeon was burring the tibia with a 4.0 mm round bur. Metal shavings were noted in the operative area. The instrument was immediately removed. The metal shavings were evacuated.